Event description:
It was reported that occlusion alarms occurred. Reportedly, the cartridge tubing was bent. The customer changed the cartridge and resumed insulin delivery. There was no adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.